Event description:
It was reported both ventricular leads were capped/not useable. Follow up with the clinic, reported the leads both had high thresholds and were replaced with a transvenous system. There were no patient complications reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.